Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during a distal radius fracture surgery on (B)(6) 2013, after repositioning and implanting the va lcp 2 column distal radius plate, the surgeon then inserted and locked the va locking screws. It was reported the surgeon felt the screw was not locked in the distal row, most styloid hole. Images taken revealed the screw was penetrated. The surgeon could remove the screw through the plate hole and decided to leave the penetrated screw and plate implanted. The surgery was completed. Reportedly the surgeon completed the procedure by the global technical procedure, he chose fixed mode and used the torque limiter 0.8nm in lock. No further information was provided. This report is for an unknown screw. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Catalog #: the catalog number cannot be confirmed; however, the screw is within the part family of 04.210.1xxs. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.